Manufacturer narrative:
Patient information added to this supplement report. The device history record for the lot was reviewed. There were two nonconformances that were not related to the refill needle; the nonconformances were dispositioned per quality procedure and the lot met specification prior to release. There were no other nonconformances or deviations noted in this lot. All scrap was accounted for. The product was not returned for further evaluation. The ultimate root cause is thus undetermined. Blank fields in the MDR form represent unknown information. If further information is recevied at a later date, a supplemental report will be filed.

Event description:
A report was received by a healthcare provider to intera that an intera 3000 pump was accessed with an intera refill kit. Two needles [from the kit ]...bent when accessing a patient. The customer used a new kit (different lot number) with no issue.

Manufacturer narrative:
Blank fields in the MDR form represent unknown information. If further information is recevied at a later date, a supplemental report will be filed.

Event description:
A report was received by a healthcare provider to intera that an intera 3000 pump was accessed with an intera refill kit. Two needles [from the kit ]...bent when accessing a patient. The customer used a new kit (different lot number) with no issue.